Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.25x16mm promus element drug-eluting stent was advanced but failed to cross he lesion. Upon removal, the stent was dislodged in the y valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: promus element,mr,ous 2.25x16mm stent delivery system was returned for analysis with a detached stent and a y valve device of unknown manufacturer. A visual and microscopic examination of the crimped stent found that the stent had been damaged and separated from the delivery system. Struts were severely bunched at one end of the stent and the stent was kinked in mid-section. Dried medium resembling hardened blood was present on the stent. The stent struts appeared to be in crimped formation; it did not appear that any positive pressure had been applied to the stent. The balloon was reviewed. There was no stent on the balloon. The wings of balloon were relaxed and it appeared that positive pressure may have been applied to the balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. Dried medium resembling hardened blood was present in the returned y valve. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the left anterior descending artery. A 2.25x16mm promus element ¿ drug-eluting stent was advanced but failed to cross he lesion. Upon removal, the stent was dislodged in the y valve. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.